Manufacturer narrative:
Upon receipt, the lead was found cut approximately 14cm distal to the is-1 connector pin. Two fragments of together 57cm length were received for analysis. A medial fragment of approximately 9 cm length was missing. The visual inspection showed the ligature marks approximately 37.5cm proximal to the lead tip. Furthermore, abrasion marks along the lead body were observed. In particular, approximately 39cm proximal to the lead tip the inspection revealed a rubbed through insulation. In this region the coating of the conductor cable to the shock coil was damaged. These findings can be considered the root cause of the clinical observations. Based on the characteristics of these damages, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as the generator can. Diagnostic images clarifying this assumption were not available. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted 39 months after the implantation due to shock impedance <20 ohms during shock delivery. Furthermore a flat farfield signal was reported.